Event description:
Reported events of "port infection", "band migration", and "weight regain", from journal article: "experiences of two centers of bariatric surgery in the treatment of intragastrale band migration after gastric banding - the importance of the foreign multicenter observation study for quality assurance in obesity surgery 2005 and 2006:, int j colorectal dis (2008) 23:901-908 springer.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: 09/29/09. The product associated with this report will not be returned as it is no longer available. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Band slippage, inadequate weight loss, and infection are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: "caution: insufficient weight loss may be a symptom of inadequate restriction (band too loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is the case, inflation of the band would not be appropriate." "Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." "Band slippage and/or pouch dilatation can occur." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal."